Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced phrenic nerve stimulation. Efforts were made to reprogram around the stimulation but to no success. This crt-d was explanted, replaced with a different model and will be returned for analysis. No additional adverse patient effects were reported.